Manufacturer narrative:
Troubleshooting was done over the phone.

Event description:
Customer called on (B)(6) 2011 reporting that the a1c assay of the vigil hba1c qc was low using kit lot m101332 and m106061 on a unicel dxc 600 synchron system. The customer stated that they are recovering a1c values of 0.2 g/dl for l1 and 1.4 g/dl for l2. The target ranges are 0.42-0.82 g/dl for l1 and 1.15-1.75 g/dl for l2. Through troubleshooting, it was found that the customer was using the mla automatic pipette during sample preparation. Hotline advised customer to use the volumetric pipette instead of the mla automatic pipette to prepare the sample. Customer followed hotline's recommendation by using a volumetric pipette to prepare the samples and found the qc results to be well within the insert ranges (0.65 g/dl for l1 and 1.49 g/dl for l2). Customer also reported that they had three false low patient results generated on (B)(6) 2011 but were not reported out of the lab. Customer reran the three patient samples on (B)(6) 2011 using volumetric pipettes in the preparation and the repeated results were higher and agree with the patients' historic values. There was no report of any adverse event or injury requiring medical intervention or patient treatment.